Event description:
Covidien received information stating that during set up, the alarm silence/ reset button and the down arrow button was non functional on the ht70 ventilator. There was no patient involvement.

Manufacturer narrative:
(B)(4).